Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value and the insulin pump had under delivery of insulin. Customer's blood glucose value was 475mg/dl and treated with a pen. Customer had positive results in ketones test, nausea, vomiting, abdominal pain and difficulty breathing. Customer was assisted in performing high pressure test but it failed. The reservoir will not be returned for analysis.

Manufacturer narrative:
The initial report was submitted with the wrong aware date. The correct date is 02-apr-2020.